Event description:
Hill-rom received a complaint that the customer has issues with the excelcare bariatric bed frame drifting down in the head section. A field service tech was dispatched to perform the repair. Upon inspection of the bed, the tech determined that the problem was caused by incorrect tension on the CPR cable, causing unintentional engagement of the CPR function. The tech adjusted the tension on the CPR cable and verified its proper operation. Hill-rom reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(4) 2009 indicated in MDR 1045510-2009-00021.

Manufacturer narrative:
(B)(4).